Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this compliant is still under investigation.

Event description:
The customer reported that when the user pressed the charge button, it would reboot the monitor.